Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the low blood glucose. The customer¿s low blood glucose level was 30mg/dl, and high 300 mg/dl. The customer was declined the low blood glucose troubleshooting. The product will not be returned for analysis.